Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 100% stenosed lesion, located in the calcified and severely tortuous distal right coronary artery, was predilated with an unspecified and severely tortuous distal right coronary artery, was predilated with an unspecified balloon. The taxus express2 2.5x12mm drug eluting stent was advanced to the lesion however the device was unable to cross the proximal portion of the lesion. The shaft of the device was bent and the distal portion of the stent was lifted up. The procedure was completed with a different device. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.